Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side "breast is hard and lumpy with capsular contracture, baker grade IV" and exchange of textured implant due to concern with the product. Patient also reported "muscle aches, chronic fatigue, dizziness, and continuously sick"; these events are not device related. Device remains implanted.